Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from the lot. All information was investigated and conclusive cause for the reported slda in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report that the clip detached from one leaflet, requiring another clip to stabilize it. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted. A second clip delivery system (cds) was advanced and the clip implanted however after deployment, it was noted the clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment (slda)). An additional clip was implanted to stabilize the slda clip, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.